Event description:
It was reported that on 03/16/2010, we received a call from a lady who said she is the sister of a pt that allegedly had an arrow multi-lumen central venous catheter (cvc) placed in (B) (6) 2006. She was apparently made aware that the physician placed the catheter in the incorrect vein at the time of placement. She tells us that her sister was taken to another department & the error was corrected. Her sister was in intensive care unit & receiving total parenteral nutrition (tpn). She told us that her sister had been discharged from the hospital, but died later due to complications from her hospital stay. She began to investigate her sister's death & had been doing so for the past four years. She told us the hospital told her they were looking into this situation & that they needed to find her sister's medical records. The medical records department told her that they had changed databases & at this time they cannot find all of her sister's records. Someone at the hospital told her that there is a sticker or a number that would show that catheter product number that was used for her sister. At this time, the hospital only told her that it was an arrow multi-lumen cvc kit.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.